Manufacturer narrative:
5. The software of the logic board was upgraded to version 9.33.1.2.

Event description:
It was reported that device brok (broken damaged).

Manufacturer narrative:
The reported issue that the device broke was confirmed through the service repair process. This reported event and subsequent repairs were investigated through the service repair process. There were multiple proximate causes identified for the customer report of broke. They are as follows: the rear case was found to be broken due to customer damage. Third party battery was found to be installed. Left and right iui were found to be corroded. The power cord was found to be faulty.

Event description:
It was reported that device broke (broken damaged).

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes. H11:g4